Event description:
It was reported that the insulin pump accidentally got wet and there was moisture under the screen. The blood glucose reading at time of the call was 233mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.